Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the needle separated from the suture while using a simple continuous suturing technique. An additional new suture was used , but not of the same size (a 4-0 taper). No patient injury.